Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high hemoglobin a1c results from a cobas b 101 analyzer when compared to another laboratory (alp: enzyme method, after blood collection, naf addition). The customer did not know if they used the b 101 with serial number (B)(4) or serial number (B)(4). The results from the cobas b101 were questioned by a clinician over a two week period. Of the data provided for two patient samples, only the results for one patient were discrepant. The result from the cobas b101 was 8.9% and the result from the other laboratory was 7.5%. The specific date of this testing was not known by the customer. There was no allegation of an adverse event. The samples tested on the cobas b101 were drawn from the patient's earlobe. The cobas b101 passed the optical check every 2 to 3 days. The customer does not perform control measurements. The turn table gear was found to be damaged on cobas b101 serial number (B)(4).

Manufacturer narrative:
The involved cobas b101 instruments were investigated by the device manufacturer. The devices met the specifications and no failures were found. Retention material of cobas b101 hba1c test was tested and met specification. An issue with the pre-analytic handling by the customer was determined to be the most probable cause of the event. Other possible caused include the differences in the methods or patient related issues.